Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluation: a visual and microscopic examination revealed that the struts on the first row of the stent, from the proximal edge, were raised and slightly misaligned. Measurements taken of the outer diameter of the undamaged area of the stent met specifications. The tip was slightly flared; this type of damage is consistent with the tip being pushed up against a restriction. No issues were observed to the profile of the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, indicating the device had been prepped for use. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the guide wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a coronary stenting procedure, the 2.75x12mm promus element stent was unable to cross the calcified lesion in an unspecified vessel. The procedure was completed with another 2.75x12mm promus element stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed stent damage. This device is only ous approved but is similar to marketed us device.